Event description:
It was reported that the quick coupling device would not hold the bit/burr devices. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure of if a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold any wires. Therefore, the reported condition was confirmed. It was determined that the stop ring and clamps that hold the wires were worn. The assignable root cause was determined to be due to normal wear on components from repeated use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.